Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump had become hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed a sudden voltage drop occurring on (B)(6) 2013 from 144v to 135v. During testing, the pump powered on successfully. The pump electrical current draws were tested and were confirmed to be within specifications. The pump was opened and there was no damage found to the power circuit. Unrelated to the complaint, the display screen was found to be dim. A test screen was inserted for testing and was confirmed to be fully illuminated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.